Event description:
Surgeon performing laparascopic supracervical hysterectomy. Preparing to place into abdomen. When putting it through morcellex housing (trocar), the end piece came loose and ended up in the abdomen. The plastic flexible piece was removed without incidence. Representative in room and aware.